Event description:
Reporter alleged discrepant blood glucose values of 280 mg/dl on the compact plus system compared to the doctors result of 97 mg/dl when testing was performed < 5 minutes apart during a routine appointment. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Compact plus system: a compact plus test strip drum lot number of 20649841 with an expiration date of 11-30-07.

Manufacturer narrative:
The suspect product is the compact plus test strip drum.